Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4), g2: foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the device could be charged without any problems up until on (B)(6) 2024, but when it was charged on (B)(6) 2024, it repeatedly displayed "please place the recharger and wait for 10 minutes so that the numerical value will be the maximum value" and could not be charged. It was noted that they did nearly three hours of attempts. The patient and manufacturer representative charged the device together from the beginning; however, "please place the recharger and wait for 10 minutes so that the numerical value will be the maximum value" with low 8, center display 8, high 8, and error code 50 were repeatedly displayed. At first the recharger portion was hot, but the temperature dropped midway so the patient was asked to try again but it could not be solved. The battery pack was also removed and reattached. It was unknown if there were any environment, external, or patient factors that may have caused the event. The issue was not resolved. No symptoms were reported, and there was no health damage. Additional information was received. Controller / recharger info provided. A replacement was sent to resolve the issue, and the cause of the inability to charge was thought to be poor contact at the connection between the recharger and the controller.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6) product type recharger h2 correction: please note the 97755 recharger telemetry module (rtm) serial number has been updated at this time. H6: please note that method code b20, result code c20, and conclusion code d14 have been removed at this time as they pertain to the rtm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. H3: the recharger, model# 97755, serial# (B)(6), was returned for product analysis. Analysis of the recharger revealed that they were unable to replicate the reported issue. There were no anomalies visually observed. There were no issues with finding or charging an ins. The device passed final functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.